Event description:
It was reported that a pump malfunction occurred, identified with malfunction code malf 16-0x20e6. There was no reported adverse impact to the customer's blood glucose level. A decision was taken to replace the malfunctioning pump under warranty, and the customer was informed about the necessity of the replacement. Although the customer did not disclose the type of backup insulin therapy to be used, technical support confirmed the customer's shipping address, gave instructions for storage mode during transport, and instructed the customer to return the faulty pump within 10 days using a pre-paid label.